Manufacturer narrative:
Citation: prashanth thakker , mustafa husaini , manoj thangam , brian lindman , hersh maniar , nishath quader , spencer melby , marc sintek , puja kachroo , john lasala & alan zajarias (2020). Transcatheter aortic valve replacement (tavr) in patients with paradoxical low-flow low-gradient aortic stenosis, structural heart, 4:4, 312-319, doi: 10.1080/24748706.2020.1764155 earliest date of publish used for date of event [and date of death]. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolutr (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement (tavr) in patients with low-flow, low-gradient aortic stenosis. All data were collected from a single center between july 2008 and july 2017. The study population included 584 patients (predominantly female, mean age 82 years), 13 of whom were implanted with medtronic corevalve and 9 of whom were implanted with a medtronic evolutr tavr (no serial numbers provided). Among all patients, adverse events included: bleeding, vascular complications, left bundle branch block (lbbb), permanent pacemaker implant, moderate to severe paravalvular leak (pvl), cerebral vascular accident (cva), myocardial infarction (mi) and heart failure. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.